Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steering issues and possible cable break. It was reported that the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced into the patient anatomy and the clip arms were opened to test the trajectory. It was noted that the clip was not steering correctly. Adjustments were made to correct the steering; however, the steering was still not correct. It was thought that possibly a cable break had occurred. The physician decided not to use the cds and it was removed from the patient anatomy. Another clip was successfully implanted and mr was reduced from grade 4 to grade 1-2. There was no reported adverse patient effects or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported sleeve steering issue and cable break were not confirmed. The returned device analysis confirmed that the steerable sleeve/knob functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue (difficult to position) and cable break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.